Event description:
It was reported that the md stated the pump did not recognize the fiber optix sensor intra-aortic balloon (iab), iab 06840-lws, cal key and as a result, the md thought there was a problem with the iab. At this time the md removed the iab and replaced it with an iab-04830-u. After inserting the iab successfully, the md turned to the initial iab and wanted to test the iab-06840-lws. The md connected the iab to another pump and the pump recognized the cal key. Because the pump recognized the cal key the md "thought" that the first pump was not working properly. The pump was "checked out and they found the connector from a cal key cable came off inside." A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.